Event description:
The patient reported extreme pain, severe bone loss, weak lower teeth and the upcoming need of a dental grafting surgery to prevent losing her lower teeth. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "general risks to patients - health of the bone and gums which support the teeth may be impaired or aggravated" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The potential root cause of this event is unknown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign retainers caused or contributed to the upcoming required intervention to prevent permanent impairment or damage of a body structure (teeth loss) and the invisalign product was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date when the event will take place, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.